Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device received for product evaluation. The locator was returned mated with hemostasis sheath. The carrier tube assembly was returned as well. No guidewire was returned. Visual inspection revealed that the arteriotomy locator and hemostasis sheath were returned properly mated. It was noticed that the locator was snapped on the sheath hub and alignment of the holes was confirmed. Microscopic visualization of the mated hemostasis sheath and arteriotomy locator revealed no anomalies surrounding the transition between the two components. The returned carrier tube was then examined, and the deployment sleeve of the carrier tube was in full forward lock position with color bands concealed. Bypass tube was properly positioned over the anchor. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.116'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturing specifications. Functional testing was performed by inserting the sheath / locator assembly into a 6fr vessel model. The sheath/locator assembly was inserted into a vessel model and anomalies or resistance was noted. Then the carrier tube assembly was inserted into the sheath without difficulties, anchor exited at the tip of the sheath. The deployment sleeve was locked to rear lock position and anchor posted. The device was then pulled back to reveal the collagen and collagen was tamped without issues. Based on the findings of the evaluation, the complaint could not be confirmed for insertion difficulties into the artery as the functional deployment of the assembly in the vessel model didn't reveal any anomalies. There were no visual and functional anomalies noted with the arteriotomy locator or hemostasis sheath. The locator and sheath were dimensionally tested, and no dimensional inconsistencies were noted. Based on the available information, the cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician could not deploy the angio-seal device. When he went to insert the sheath, it started off good but when it got to the white part, it would not insert. There was no patient injury, medical/surgical intervention required.

Event description:
Additional information was received on 16october2020: the procedure was a coronary diagnostic and a 6fr procedural sheath was used. There was a pre-deployment angiogram done. Manual compression was performed to achieve hemostasis. Additional information was received on 28october2020: the white part is the insertion sheath. There was insertion difficulty of sheath/locator assembly into the artery which was the main issue. The arteriotomy locator and insertion sheath assembly could not be advanced over the wire and through the patient's skin.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.